Event description:
It was reported that during a hemorrhoidectomy procedure, that half of the staple line had staple malformed. Case completed by additional suture. There was no adverse pt consequence.